Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a power issue with the pump. The reporter stated that the battery cap was unable to secure properly. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious issue associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-apr-2018 with the following findings: a review of the pump black box showed unexplained pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged. When the battery cap was fastened and then unscrewed ½ turn, no reboots occurred. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.